Event description:
Customer received a blood glucose result of 331mg/dl. The customer was feeling faint so they called paramedics. Their spouse took them to the emergency room about 1/2 hour after the high blood glucose result. At the hospital they tested and received a result of 41mg/dl. The customer was given a food to eat. A CT scan and EKG were performed because of a fall earlier due to their blood glucose. Glucose strips were expired. A request was made for the return of the suspect device and replacement was sent.